Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, along with numbness in the left arm and right side of the face. The customer also reported that they believed the pump settings were inaccurate. Blood glucose value at the time of event was 530 mg/dl. The customer was initially treated with manual bolus from insulin pump (subcutaneous insulin infusion) and also visited to the emergency room for the further treatment. The event involved product(s) mmt-1715kl. Troubleshooting was performed. The customer was experienced high blood glucose for more than 4 hours. It is unknown if the customer had been using the device within 48 hours of the event. No further patient complications were reported. No product return is required for mmt-1715kl.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product(s) mmt-1715kl, unomedical and unk_reservoir. No product return is required for mmt-1715kl, unomedical and unk_reservoir.